Event description:
Upon application of evicel into the patient, the surgeon noted that the bottom plunger disconnected from the stopper on the end of the device. The plastic cracked and broke. The surgeon was using the device correctly. Unsure if the surgeon used excessive force versus a defect with the applicator. The ethicon representative was in the operating room at the time of the event. She called this into the company's complaint office. A shipper kit has been issued and the device will be sent to the company upon receipt.